Manufacturer narrative:
The device was not returned for evaluation. Three unsuccessful requests to obtain additional medical imaging were initiated. Additional information was received: "there has been attempt at repair of a suspected type ii endoleak prior to this with coil embolization". "Because of the type ii/iii endoleak the aneurysmal sac has grown". Work order (B)(4) was reviewed and appears complete and correct. The IFU supplied with the complaint device for general information only lists endoleak as potential adverse events and states: ¿the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life long, regular follow-up to assess their health and performance of their endovascular graft¿. Based on the available information, the root cause of the endoleak could not be determined.

Event description:
A supposed type iii endoleak was found on a follow up cta. The cta and subsequent angiogram shows highlighting of contrast next to the contralateral gate just distal to the bifurcation of the distal body.

Event description:
A supposed type iii endoleak was found on a follow up cta. The cta and subsequent angiogram shows highlighting of contrast next to the contralateral gate just distal to the bifurcation of the distal body.